Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 444 mg/dl at the time of the incident and were treated with insulin shot. The customer received an active insulin updating alert. The auto mode status screen showed active insulin updating. The customer was advised to monitor the insulin pump and call back as needed. The insulin pump will not be returned for analysis.